Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate tortuosity and heavy calcification. The 2.0 x 12 mm mini trek balloon catheter was soaked in normal saline prior to use and the device was prepared inside of the patient anatomy. The trek was advanced to the lesion and inflated to 6 atmospheres; however, the balloon ruptured during the first inflation. The device was removed without issue and a new trek balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: heartrail 6f jl4; guide wire: runthrough. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the preparation for use section of the mini trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise complications may occur. Based on the information reviewed, there is no indication of a product deficiency.